Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent low left ventricular (lv) intrinsic amplitude in daily measurements. This lv lead remained in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).